Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During preparation for an atrial fibrillation ablation, upon opening the packaging for a farawave catheter, dirty white marks were noted on the catheter handle. The catheter was replaced and procedure was completed with no patient complications.